Manufacturer narrative:
The customer did not request service and requested to troubleshoot herself. The customer was instructed to wear personal protective equipment (ppe) before troubleshooting and emptying the foam trap and vacuum trap jar. The customer replaced the check valve to foam trap and powered on the analyzer. She stated there was a fine mist of possible diluent and clenz that sprayed on her arm. The customer was standing in front of the analyzer. Although, she was instructed to wear gown, gloves and goggles prior to troubleshooting, she was not wearing a gown. There was no report of exposure to mucous membranes or open wounds.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the bellows of the coulter lh500 analyzer was leaking bloody diluent. No injuries occurred and medical attention was not sought.